Manufacturer narrative:
This medwatch report is both an in initial and final submission as the investigation has been completed. Note, while this event was reported in the united states, it occurred in germany. Investigation summary: samples were received, and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue/root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Account - sanofi aventis. Sanofi complaint ref# (B)(4). Country event occurred - germany. Item, sku, lot# - unknown. Event description: check attachment. Note - please check the attachment for additional information. Tmaik 03march2025. As per attached information. Needle (partially) blocked.